Manufacturer narrative:
This report is submitted on july 31, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to device non use. It was reported that the patient has cochlea nerve hypoplasia and was not receiving benefit with the device. There are no intentions of reimplanting the patient, as of the date of this report.